Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacture representative inspected the imaging system onsite and confirmed the reported issue. The detector louver was broken on the gantry. The part was replaced and the issue resolved. A full system checkout was completed after part replacement and all tests passed. No parts have returned to the manufacturer for evaluation.

Event description:
Information was received from a health care representative regarding an imaging system outside of a procedure. It was reported that the detector gantry cover was broken. There was no patient present when this issue was identified.